Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: calcification, crease/folding of implant, capsular contracture baker grade unknown, seroma-late, breast mass.

Event description:
Healthcare professional reported right side calcification, multiple folds, capsular contracture baker grade unknown, seroma-late, and breast mass. Device remains implanted.

Event description:
Healthcare professional reported right side calcification, multiple folds, capsular contracture baker grade unknown, seroma-late, and breast mass. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 (explant date not provided). Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease/folding of implant: no observed. ¿ calcification: no observed. ¿ seroma-late: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.